Event description:
Report received from (B)(6) stating that the device had a damaged cord. The device was being used during surgery, but there was no patient injury. It is unknown if there was any user injury, medical intervention, or a delay in surgery. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "damaged cord" was confirmed. During service, the technician noted that the device had cable damage. If additional information becomes available, a supplemental report will be sent. Ref: (B)(4).